Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to as diabetic ketoacidosis on (B)(6) 2018 in the evening. The customer blood glucose level was unknown. The customer was treated with intravenous insulin drip and fluids. The customer stated that the symptoms related to high blood glucose such as vomiting, nausea and flu like symptoms. The device will not be returned for analysis.